Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2014 to report that patient experienced a hypoglycemic event and failed sensor on (B)(6) 2014. Patient's wife claimed that cgm alerted patient of a low throughout the night. Patient was driven to the hospital by their wife. At the time of contact with dexcom technical support, patient's wife did not report any further medical intervention and patient was doing better.